Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k14061, h13k20050 and h13l12030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. At the time of the report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available at this time. This is report 4 of 5 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review of potentially associated lot numbers h13k14061, h13k20050, h13l12030 will be performed. Should additional relevant information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).